Event description:
It was reported that when the device was used during a low anterior resection, the device fired an incomplete staple line. Hand suture was used to complete the case. There were no consequences to the pt.